Manufacturer narrative:
(B)(4). B3: exact event date is unknown however is reported to have occurred in october 2023. D6a: exact implant date is unknown however is reported to have occurred in (B)(6) 2016 d6b: exact explant date is unknown however is reported to have occurred in (B)(6) 2023. D10: unknown nexgen femoral component: catalog#ni, lot#ni; unknown nexgen articular surface: catalog# ni, lot# ni. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately seven (7) years and nine (9) months post-implantation, the patient began to experience pain and difficulties with mobility. Subsequently, the patient underwent revision surgery due to loosening. Due diligence is in progress for this event; to date no additional information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR (B)(4).